Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with loss of capture (loc). The lead was reprogrammed at the time of the ER visit. Boston scientific technical services (ts) noted pace impedance measurements have increased up to 1800 ohms since late may. High capture thresholds were also observed. Additionally, boston scientific technical services (ts) noted an episode with oversensing of electromagnetic interference (emi). Ts confirmed slower sensed beats coming through with a heart rate of 50 beats per minute (bpm). It is planned to eventually revise this lead in the near future. Further information was received that the patient experienced dizziness and loc with an underlying rhythm at a rate of 35 beats per minute (bpm). Impedance measurements were found to be high out of range at 2019 ohms. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with loss of capture (loc). The lead was reprogrammed at the time of the ER visit. Boston scientific technical services (ts) noted pace impedance measurements have increased up to 1800 ohms since late may. High capture thresholds were also observed. It is planned to eventually revise this lead in the near future. No adverse patient effects were reported. At this time, this lead remains in service.